Event description:
The proximal portion of the stem was a little loose and it was causing the pt some hip pain.

Manufacturer narrative:
This is the first case of revision due to stem loosening involving the femoral stem reference (B)(4). Document review - quadra s femoral stem size 4 - ref: (B)(4)/lot 083655. Document review was carried out on the lot 083655 (30 pcs produced): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 29 stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the info collected no conclusion can be drawn. The root cause of the event is unk. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.